Event description:
It was reported by repair work order that the head section telescoping tube assembly was stuck in the in position due to a bent tube assembly. This could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.